Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the lcd display screen was observed. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.